Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment. Insulin pump received with cracked case and cracked reservoir tube lip.

Event description:
It was reported that their insulin pump was damaged. The customer's blood glucose level was 108 mg/dl at the time of the incident. The customer stated that the reservoir compartment had a crack. The insulin pump will be returned for analysis.